Event description:
The customer reported the high definition lcd monitor screen turns black. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The requested for a field service engineer (fse) to come onsite to evaluation the device. The customer was not in front of the device at the time of call and was unaware of other equipment's that the monitor was used with. Tac explained that the oev-262h was not serviced in the field and advised the customer to send in the unit for repair; however, the customer opted to call back. A follow up was made and the customer confirmed that the issue was an operator error and no device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correcting the type of investigation in h6 since the device was not inspected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The high definition lcd monitor was not returned for evaluation. Based on the results of the investigation, the root cause of the darkened lcd monitor image was unable to be identified. Olympus will continue to monitor field performance for this device.